Manufacturer narrative:
E1 initial reporter phone: (B)(6). The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-001520460

Event description:
It was reported that a patient underwent an atrial tachycardia (at) ablation procedure with a pentaray nav high-density mapping eco catheter. During the operation, leakage current was detected on piu (patient interface unit) rl input. After withdrawing the device from the patient, it was found that the shaft of the device had been broken. There was no difficulty or resistance in removing or maneuvering the device. A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
On 8-feb-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial tachycardia (at) ablation procedure with a pentaray nav high-density mapping eco catheter. During the operation, leakage current was detected on piu (patient interface unit) rl input. After withdrawing the device from the patient, it was found that the shaft of the device had been broken. There was no difficulty or resistance in removing or maneuvering the device. A second device was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and magnetic sensor functionality test was performed following bwi procedures. Visual analysis revealed that the catheter shaft was observed broken, leaving internal components exposed. A microscopic evaluation was performed and rest of adhesive was found evidencing a correct assembly manufacturing process. The damage observed could be caused by the manipulation of the catheter during the procedure, however, this can not be conclusively determined. A magnetic sensor functionality test was performed, and the device was visualized and recognized; however, error 7: current leakage error was displayed on the screen, due to exposed components' contact with the fluid. A manufacturing record evaluation was performed for the finished device number lot 31107763l and no internal action related to the complaint was found during the review. The issues reported by the customer were confirmed. The peek housing issue could be related to the damage on the shaft identified during the analysis and could be cause the current leakage issue reported. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).